Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient complained of palpitations, and the right ventricular (rv) lead exhibited noise/oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.